Manufacturer narrative:
The device was not returned to the manufacturer and so could not be evaluated.

Event description:
It was reported that the center image went out during a procedure. There was no patient injury or other adverse health consequence.